Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to an unknown due to product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm the helix difficulty observation with the lead based on the unsuccessful helix mechanism test due to the helix housing being clogged with dried blood or body fluid and tissue. Testing was completed to assess lead electrical performance indicating conductors were intact. A stretched coils was also noted likely an induced damage during implant. Furthermore, a susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to an unknown due to product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information received indicating that this lead was attempted due to helix would not retract after repositioning.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which deemed this event nonreportable. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to an unknown due to product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information received indicating that this lead was attempted due to helix would not retract after repositioning.